Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple incomplete bolus alerts occurred. There was no reported impact to customer's blood glucose. Reportedly, customer declined troubleshooting and reverted to manual injections.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alert was verified in the pump logs; however, no failure was identified. A different issue was identified.